Event description:
(B)(6) 2013 - three ptx stents were implanted in right sfa. (B)(6) 2013 - occlusion due to thrombosis was confirmed in the area zilver ptx stents +/- 5mm. Worsened rutherford, rest pain and ulcer observed to the patient. Thrombecto and pta were performed the next week ((B)(6) 2013) and the patient's condition improved. (B)(6) 2013 - restenosis in the area zilver ptx stents +/- 5mm and distal to the lesion. Ulcer was observed to the patient. Surgical bypass was conducted the next day ((B)(6) 2013). (B)(6) 2013 - the patient recovered.

Manufacturer narrative:
This complaint is MDR reportable as occlusion due to thrombosis, restenosis and ulcer was confirmed approx 3-4 months after stent implantation requiring surgical intervention. There were no zilver ptx devices of lot number c777741 in stock at the time of the complaint investigation. The stent was implanted in the patient; therefore, was not available for evaluation. With the information provided a document based investigation was carried out. Angiogram images were confirmed to be available for this complaint but have not been received to date. As no images were available to review, the customer complaint could not be confirmed. As the device was not returned and images were not provided the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. Patient's pre-existing conditions include coronary artery disease, carotid disease, hypertension and the patient is a smoker, which are all potential risk factors for thrombosis. There may also have been anatomical factors involved that could have contributed to this event. To reduce the risk of stent thrombosis when using zilver ptx devices, dual antiplatelet therapy (dapt) is recommended. It has not been confirmed if dapt therapy was administered to this patient. It is very unlikely that thrombosis could have occurred due to zilver ptx malfunction. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction. Due to limited information provided for this complaint a root cause of this thrombosis and in-stent restenosis cannot be determined. As per instruction for use ifu0063-5, thrombosis and restenosis of the stented artery are noted as potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It has been reported that the patient recovered. A health risk assessment was initiated for stent thrombosis. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.